Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system (sn (B)(4)) displayed "pump door open" message" was confirmed during the functional testing and the event log review. The root cause for the reported error was due to the damaged pump raceway. Upon visual inspection, unrelated to the reported complaint, observed crack on the top lid and pump cover. The root cause for the physical damage was due to normal wear and tear. The top lid and the pump cover needs to be replaced to remedy the damage. The thermogard xp ivtm system is a reusable device and was manufactured in 2013 and is 6 years old, system has exceeded its expected service life of 5 years. Therefore, this type of physical damages are characteristic of normal wear and tear for the life of the device. The thermogard xp ivtm system failed functional testing due to "pump door open" message. The event log review showed occurrence of "pump door open" message on the reported event date. The pump raceway was replaced to remedy the error message. The ivtm system passed the functional testing after replacing the pump raceway. Upon service, the damaged parts will be replaced and the thermogard xp ivtm system will be further tested to full specification. Historical complaints were reviewed and there was no similar complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
During set up, the thermogard xp ivtm system (sn (B)(4)) displayed "pump door open" message. However, the pump door was in a closed condition when the message was displayed. The patient treatment was continued using another thermogard xp ivtm system without any interruption. No patient consequence was reported.